Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 35-year-old caucasian female patient underwent a breast surgery with implantation of a right-sided 650cc mentor memorygel breast implant prosthesis. Post-operatively, the patient underwent a breast revision surgery for an undisclosed reason on (B)(6) 2022. During the procedure, the surgeon observed both implants were ruptured. No patient consequences or procedural delays were reported due to the ruptures. The implants were removed without replacements. A replacement surgery is scheduled for (B)(6) 2022 to implant 350cc mentor memorygel breast implants. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-09710 for the contralateral event.

Manufacturer narrative:
On october 19, 2022, mentor received additional information. The patient was diagnosed with bilateral malposition of her implants and it was confirmed only the right breast was discovered ruptured. Rupture is applicable to this file as the device a was evaluated which determined the device was ruptured. Therefore, device a must be the right device. As a result, the device was reevaluated and updated with the following. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: device migration manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 22, 2022, the mentor analysis lab received the suspect medical device for evaluation. On september 23, 2022, mentor completed an evaluation on the returned device. Since two devices were received with the same lot number, the following evaluation was performed and will be referred to as device a. Mentor then conducted visual inspection, leak testing and microscopic examination of the device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it identified four (4) tears on the anterior aspect. The tear (a) measuring approximately 0.1 cm, the tear (b) measuring approximately 0.1 cm, the tear (c) measuring approximately 0.1 cm and the tear (d) measuring approximately 0.1 cm. In addition, no other leak sites were detected. Microscopic examination was performed, and the cause of the four (4) tears could not be identified. Therefore a thickness measurement was conducted on the shell at the tears, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).